Manufacturer narrative:
(B)(4) follow up for device evaluation. Twenty samples and four photos of 1 ml luer lok syringes were received and evaluated. All samples were received in sealed packaging, with ten samples each from batches 3264899 and 3261626, and included complete product information. Upon evaluation, all samples exhibited silicone present on the plunger rod outside the fluid path. Supporting images include two photos of the package top web for each reported batch and two photos showing syringes within the packaging with silicone visible beyond the stopper, outside the fluid path. The observed condition is nonconforming to product specifications, and the potential root cause of excessive silicone outside the fluid path is associated with the assembly process. A device history record review was completed for material number 309628, lots 3264899 and 3261626. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lots met acceptance criteria per the inspection control plan, were approved for shipment, and are in compliance with applicable product specifications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained visible droplets. "Large drops of presumably silicone oil are visible in the syringe. Approx. 30 pieces were found in which this is the case." Short description: large drops can be seen in the unopened sterile syringe. When did the incident occur? Before use.